Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). Additional information was requested and the following was obtained: did the jaws eventually open? Yes, they open but after using strength for a couple of minutes. If yes what steps were used to open the device? First he tried to use the reverse button. The he tried the manual override. The stapler didn't open anyway. Then we tried with the release button and only after several minutes it opened. On which firing did the event occur? The second. What is the product code for the cartridge that was being used? Gst60d the analysis found that one psee60a device was returned in good visual condition and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions the manual override door was in its intended place and the bailout lever down, however the bailout mechanism was activated which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force and bailout feature worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the stapler cut and sutured as intended. But after this, the jaws didn't open. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.